Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer were able to successfully clear the alarm. Customer received request to rewind pump. Customer were able to complete pump rewind. Customer reported that the pump error occurred twice. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error alarm found in the pump history due to software error. No pump error alarm during testing.